Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the recommended tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Caller attempted various troubleshooting steps, including using different charging supplies, which eventually resolved the issue. Technical support advised that a tandem wall adapter and charging cable would be sent via two-day shipping, and the pump began charging without further assistance.